Event description:
Customer reported receiving a result of 666 mg/dl on their precision xtra blood glucose meter, and then administered 30 units of insulin. Customer then took another test and received a result of 79 mg/dl. All tests were performed on the finger. The results when plotted on a parkes error grid fell out of range, showing the difference in values to be clinically significant. Customer said she felt as if she was going to enter a "diabetic coma," and customer's husband administered orange juice in order to stabilize glucose levels. It is to be noted that the precision xtra meter is not capable of obtaining glucose values greater than 500 mg/dl.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.